Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 57 mg/dl and high blood glucose levels of 435 mg/dl. The customer was treated glucose tablets for low and bolus with the pump for high blood glucose. Customer declined to troubleshoot for low and high readings. Customer reported had problems with the sensor. The product was not returned for analysis.